Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that device presented with a device reset alert. Patient undergoes many mental detectors on a daily basis. The device was reprogrammed to prescribed settings. The device was reinterrogated and the alert was gone. Patient reported he had been shocked and rep states episode looks to be atrial fibrillation with rapid ventricular rate. The device was planned to be reprogrammed. Device remains implanted.